Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Share log data was downloaded and retrieved. The data was reviewed and no findings related to the complaint were observed. The complaint confirmation of a pairing failure could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.